Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose of 450 mg/dl and stated that the basal rates may not be programmed properly. She explained that under her basal review, she sees odd numbers. During the call, it was found that she had patterns activated with very little insulin being delivered in those rates and was assisted with turning off the patterns and setting the correct basal rate values. The customer declined troubleshooting. The device will not be returned for analysis.